Event description:
I am experiencing a lot of health problems with essure device. I am suffering from chronic pelvic pain, periods with abundant clots and painful to expel it. During sexual intercourse very painful and I always end up bleeding. I'm suffering from continuous migraines, I was diagnosed with arthritis. I have cyst in my kidney, changes in my skin that left scars because I suffer from continuous rash that cause me injuries and dry skin, many changes in my temperament, I am feeling tired all the time. A lot of pain in my legs and in my lower back, my abdomen and pelvic zone is always bloated. I was diagnosed with endometriosis, I have a cyst, I am suffering from pelvic congestion. All these problems started just after I was implanted with the essure device.